Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a device replacement to a crt-d device it was noted that the 6947 lead had an impedance of 1488 ohms with sensing within normal limits. The lead impedance trends show an increase in impedance over the past 80 weeks from a range of 488 to 1488 ohms for the lead. No short integrity counts (sics) were seen and no non-sustained ventricular tachycardia (nsvt) episodes were recorded. The lead was inspected and no issues were noticed. However, the implanting ep removed the lead from the header before being able to check and see if the lead was fully inserted. The lead was hooked up to the new device and thresholds of 0.75 v @ 0.4ms were consistently observed on multiple testings. The impedance was 570 ohms through the new device and sensing was fine. The physician decided to leave the lead in use and monitor closer. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that during a device replacement to a crt-d device it was noted that the 6947 lead had an impedance of 1488 ohms with sensing within normal limits. The lead impedance trend show an increase in impedance over the past 80 weeks from a range of 488 to 1488 ohms for the lead. No short integrity counts (sics) were seen and no non-sustained ventricular tachyarrhythmia (nsvt) episodes were recorded. The lead was inspected and no issues were noticed. However, the implanting ep removed the lead from the header before being able to check and see if the lead was fully inserted. The lead was hooked up to the new device and a good threshold was consistently observed on multiple testings. The impedance was 570 ohms through the new device and sensing was fine. The physician decided to leave the lead in use and monitor closer. No patient complications were reported as a result of this event.